Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, filter perforation. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The briefing mentioned a perforation. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but no limited to, filter perforation.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of chest pain, atelectasis, shortness of breath, diabetes mellitus, large bilateral acute pulmonary emboli, right ventricular strain, obesity, tibial plateau fracture of the right lower extremity, accidental fall resulting in injury and swelling of the right lower extremity. The patient also has a history of acute deep vein thrombosis of the right lower extremity with common femoral, superficial femoral, popliteal, deep calf and tibial veins. Additional information received per the patient profile form (ppf) states that the patient experienced worry, emotional pain, physical pain and suffering, the patient is unable to lift more than ten pounds, has an irregular heartbeat, left rear atrium of heart - blood pressure problems, an arterial hernia in the area of the filter, leg pain, diagnosed with post-implantation deep vein thrombosis. A computed tomography (CT) scans done approximately seven years and ten months after the index procedure indicate that the filter struts perforate through the patient's inferior vena cava.  Occupation: other, litigation paralegal. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of chest pain, atelectasis, shortness of breath, diabetes mellitus, large bilateral acute pulmonary emboli, right ventricular strain, obesity, tibial plateau fracture of the right lower extremity, accidental fall resulting in injury and swelling of the right lower extremity. The patient also has a history of acute deep vein thrombosis of the right lower extremity with common femoral, superficial femoral, popliteal, deep calf and tibial veins. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, filter perforation. Per the patient profile form (ppf), the patient experienced worry, emotional pain, physical pain and suffering, the patient is unable to lift more than ten pounds, has an irregular heartbeat, left rear atrium of heart - blood pressure problems, an arterial hernia in the area of the filter, leg pain, diagnosed with post-implantation deep vein thrombosis. A computed tomography (CT) scans done approximately seven year and ten months after the index procedure indicate that the filter struts perforate through the patient's inferior vena cava. The form also states that the patient experienced blood clots, clotting and or inferior vena cava occlusion. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Arterial injury, described as arterial hernia, does not represent a device malfunction and may be related to underlying patient related issues. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but no limited to, filter perforation. Additional information received per the medical records indicate that the patient has a history of chest pain, atelectasis, shortness of breath, diabetes mellitus, large bilateral acute pulmonary emboli, right ventricular strain, obesity, tibial plateau fracture of the right lower extremity, accidental fall resulting in injury and swelling of the right lower extremity. The patient also has a history of acute deep vein thrombosis of the right lower extremity with common femoral, superficial femoral, popliteal, deep calf and tibial veins.   Additional information received per the patient profile form (ppf) states that the patient experienced worry, emotional pain, physical pain and suffering, the patient is unable to lift more than ten pounds, has an irregular heartbeat, left rear atrium of heart - blood pressure problems, an arterial hernia in the area of the filter, leg pain, diagnosed with post-implantation deep vein thrombosis. A computed tomography (CT) scans done approximately seven year and ten months after the index procedure indicate that the filter struts perforate through the patient's inferior vena cava. The form also states that the patient experienced blood clots, clotting and or inferior vena cava occlusion. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of chest pain, atelectasis, shortness of breath, diabetes mellitus, large bilateral acute pulmonary emboli, right ventricular strain, obesity, tibial plateau fracture of the right lower extremity, accidental fall resulting in injury and swelling of the right lower extremity. The patient also has a history of acute deep vein thrombosis of the right lower extremity with common femoral, superficial femoral, popliteal, deep calf and tibial veins. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, filter perforation. Per the patient profile form (ppf), the patient experienced worry, emotional pain, physical pain and suffering, the patient is unable to lift more than ten pounds, has an irregular heartbeat, left rear atrium of heart - blood pressure problems, an arterial hernia in the area of the filter, leg pain, diagnosed with post-implantation deep vein thrombosis. A computed tomography (CT) scans done approximately seven year and ten months after the index procedure indicate that the filter struts perforate through the patient's inferior vena cava. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and arterial injury; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Additional information is pending and will be submitted within 30 days of receipt.